Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the guidewire used during the implant was not a medtronic guidewire.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr), following the implant of the valve, a final angiography was performed which revealed an aortic dissection. Since hemodynamics were stable, the patient was then intubated and a computed tomography (CT) scan was performed. It was noted that the dissection occurred from just below the subclavian artery to the greater curvature side of the aorta. The tavr was completed; however, the procedure was converted to open heart surgery in the form of a total aortic arch replacement procedure.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date: na continuation of d10: product ID l-evolutfx-2329 (lot: 0012508019); product type: 0195-heart valves; implant date: na ; explant date: na h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr), following the implant of the valve, a final angiography was performed which revealed an aortic dissection. Since hemodynamics were stable, the patient was then intubated and a computed tomography (CT) scan was performed. It was noted that the dissection occurred from just below the subclavian artery to the greater curvature side of the aorta. The tavr was completed; however, the procedure was converted to open heart surgery in the form of a total aortic arch replacement procedure. Additional information was received indicating that access was obtained via the left transfemoral artery. The injury extended from just below the clavicle to the greater curvature of the aorta. Per the physician, neither the sheath nor the valve contributed to the vascular injury. It is unknown whether the guidewire or the delivery catheter system (dcs) contributed to the injury. The cause of the vascular injury was vascular fragility.